Event description:
Same case as MDR ID# 2134265-2013-04124 (B)(4) study. It was reported that post a percutaneous coronary intervention, the patient was admitted for "rule out acute coronary syndrome/myocardial infarction. (B)(6) 2012, the patient presented for planned coronary angiography due to known coronary artery disease. The 95% stenosed and 20mm long de novo target lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 3mm. The target lesion was treated with pre-dilation and placement of a 3.0x24 mm ion study stent, resulting in 0% residual stenosis. A second 80% stenosed and 12mm long de novo target lesion was located in the 1st obtuse marginal with a reference vessel diameter of 2.75mm. The second target lesion was treated with pre-dilation and placement of a 2.75x16 mm ion study stent, resulting in 0% residual stenosis. 7 days later the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with pneumonia and pleural effusion and was hospitalized on the same day. The patient was examined to ¿rule out acute coronary syndrome, myocardial infarction¿. The results of the examination were unspecified.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).